Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture, shaft break and removal difficulty occurred. The target lesion was located in the left coronary artery. A 2.50 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, during deployment, the balloon ruptured before reaching nominal pressure. When the balloon was attempted to be removed, the hypotube attached to the delivery balloon and stent was fractured leaving the stent/balloon embedded in the coronary artery. A guide wire was advanced and the balloon/stent wire system was carefully withdrawn into the guide catheter and the entire system was removed. The proximal edge of the stent caught the edge of the sheath and was partially stuck inside the right of a sheath. The fractured catheter fragment was protruding from the right groin sheath. It was gently pulled into the left groin sheath and the sheath hub was removed. The piece was recovered intact. There were no further patient complications reported.